Event description:
It was reported by service report that the head right siderail could not be latched. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged siderail assembly.